Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure a faradrive steerable sheath clear was selected for use. After 32 pfa applications, the catheter was being removed from the sheath when the physician visually confirmed that there was about 0.5 cm of air inside of the sheath shaft. The procedure was completed successfully with the same device. No patient complications were reported. The device is expected to return for laboratory analysis.

Manufacturer narrative:
The device has been received at boston scientific laboratory. The returned faradrive sheath was able to successfully pass leak and aspiration testing. No significant damage was noted on the hemostatic valves that could have caused air ingress into the sheath. The "no problem detected" conclusion code was selected for the "visible air/bubbles" allegation based on analysis of the returned product. The sheath was able to seal pressure and fluid. No defects were noticed on the integrity of the hemostatic valves that could have caused air ingress into the sheath.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure a faradrive steerable sheath clear was selected for use. After 32 pfa applications, the catheter was being removed from the sheath when the physician visually confirmed that there was about 0.5 cm of air inside of the sheath shaft. The procedure was completed successfully with the same device. No patient complications were reported. The device has been received at boston scientific post market laboratory.